Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 534 mg/dl. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer addressed their bg with a manual injection. Customer changed cartridge and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.